Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing pocket stimulation from their implantable cardioverter defibrillator (ICD). A damaged grommet or insulation damage of the right ventricular (rv) lead were suspected. The ICD and rv lead will continue to be monitored, and currently remain in use. No further patient complications have been reported as a result of this event.